Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician noted continuous problems with atrial oversensing with the implantable pulse generator (ipg) during atrial pacing. It was noted that oversensing is not shown on the programmer but emerges as soon as the lead is connected to the device. The device remains in use. No patient complications have been reported as a result of this event.